Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of two shocks. The patient was reportedly not conscious at the time of the event. Ems was present and witnessed the event. The patient was taken to the hospital and was admitted. Review of the event concludes that the patient was initially in asystole at 01:59:13 on (B)(6) 2014. The ECG also reveals CPR artifact. The device detected an arrhythmia at 2:00:25 and delivered a treatment for vf. The post shock rhythm was asystole with CPR artifact which transitioned to vf. The device delivered a second treatment for vf. The post shock rhythm was two ventricular beats transitioning to asystole. A non-lifevest defibrillation was delivered after the second treatment.

Manufacturer narrative:
Additional information: during a retroactive review of distributor complaints, additional information was discovered. Following receiving two appropriate treatment shocks, the patient passed on (B)(6) 2014. Review of the distributor's data indicates that the patient's electrode belt was capable of detecting and arrhythmia and delivering a treatment shock. However, the patient's monitor failed testing. The distributor replaced resistor, r781, and the monitor subsequently passed the full monitor test. A damaged r781 resistor is consistent with the external defibrillation the patient received after the two lifevest shocks. Review of the flag files indicates there is no information to suggest that the patient's equipment was unable to detect and treat while monitoring the patient in the field. In addition to updating the "additional manufacturer narrative, was updated to include death, and "event problem and evaluation codes", was updated to conform with the esubmitter. The original MDR included verbiage about inappropriate defibrillations (see below). However this information was included in error. The patient did not receive an inappropriate defibrillation during the described event. There was no death or device malfunction associated with the appropriate defibrillations. There is no information to suggest that the patient sustained a serious injury. The patient was admitted to the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date monitor (B)(4): 04/2013, electrode belt (B)(4): 04/2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of two shocks. The patient was reportedly not conscious at the time of the event. Ems was present and witnessed the event. The patient was taken to the hospital and was admitted. Review of the event concludes that the patient was initially in asystole at 01:59:13 on (B)(6) 2014. The ECG also reveals CPR artifact. The device detected an arrhythmia at 2:00:25 and delivered a treatment for vf. The post shock rhythm was asystole with CPR artifact which transitioned to vf. The device delivered a second treatment for vf. The post shock rhythm was two ventricular beats transitioning to asystole. A non-lifevest defibrillation was delivered after the second treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillations. There is no information to suggest that the patient sustained a serious injury. The patient was admitted to the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) , electrode belt (B)(4): (B)(4) 2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, an training to press the response buttons to prevent an inappropriate defibrillation.